Event description:
A 6 hour cisplat infusion ran over an hour longer and per the pump ran 310 mls over. I let pharmacy know and they were going to check things on their end. FDA safety report ID#:(B)(4).